Event description:
Hill-rom received a report from the account stating the bed exit alarm would not engage (set). The bed was located at the account on the 3rd floor. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit required reset. Per the hill-rom user manual: zeroing the scale: the bed must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before zeroing. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed exit alarm using the patient caregiver keypad to resolve the issue. Based on this information, no further action is required.